Event description:
Customer states: during use on a patient at regular replacement a nurse felt some difficulty to connect the tube with a catheter mount. Customer reported no patient harm. Pre-test was done. Information provided does not suggest that medical intervention was required. Covidien has made multiple attempts to gather further details surrounding the circumstances of this report, with no response from the reporter.

Manufacturer narrative:
The caller indicated that the sample associated to this report is expected to be returned to the manufacturing site for analysis but has yet to be received. If the sample is received, a summary of the sample analysis will be provided in a supplemental report.